Event description:
It was reported that a malfunction code was displayed, but no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with information to reset the pump, and after the reset, the malfunction code did not recur. Customer was advised to continue using the pump and to call back if any issues arise.